Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, return specimen analysis and in-house testing of alinity I syphilis tp reagent lot 45092be01. The ticket search determined that there is as expected complaint activity for the likely cause lot. The ticket trending review of at least 12 months complaint data for the likely cause list number does not identify any adverse or non-statistical trend. The tracking and trending report review determined that there are no adverse trends. Return sample analysis: the returned specimen sample was tested with the following results: alinity I syphilis tp: 0.84 s/co (non-reactive); recomline treponema igm: negative; recomline treponema igg: negative. In-house testing of retained reagent kits of the complaint lot was performed. All specifications were meet and no false non-reactive results were obtained, showing that the lot generates the expected results. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. There was no issue with reagent performance identified. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I syphilis tp reagent lot 45092be01.

Event description:
The customer observed false nonreactive alinity I syphilis tp results on one 60yrs old male patient. The results were provided: sid (B)(6) initial =0.67 s/co(<1.00=nonreactive)/ repeated=0.70 s/co /trust=negative /tppa result=positive. There was no reported impact to patient management.

Event description:
The customer observed false nonreactive alinity I syphilis tp results on one 60yrs old male patient. The results were provided: sid (B)(6) initial =0.67 s/co(<1.00=nonreactive)/ repeated=0.70 s/co /trust=negative /tppa result=positive. There was no reported impact to patient management.

Manufacturer narrative:
Patient identifier = sid= (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.